Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the gastrointestinal (gi) during a procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the clip did not detach and was not working. The procedure was completed with another resolution clip device. No patient complications have been reported due to this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.